Manufacturer narrative:
Concomitant medical product: vedr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. Intermittent capture and unstable and high thresholds were noted on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.